Event description:
It was reported that the patient indicated pain, electric shocks over implantable stimulator. Device was removed. Patient outcome: no infection, tissue not irritated, skin looks normal, fusion occuring over lead site.

Event description:
Customer reportedly obtained results of 400 mg/dl and 161 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.